Manufacturer narrative:
Device has not been returned for evaluation. This incident previously did not have enough information to make a thorough assessment. When it became apparent there was a 45 min. To one hour delay, the complaint was assessed as reportable.

Event description:
The nurse manager stated due to a warning 06 the first two catheters did not work. The third catheter did work. Nurse states the catheter need to be inserted three times and is very painful. There was a 45 minute to one hour delay.